Event description:
It was reported that the unit has a short. It was further reported that it errors out.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.